Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer would change the pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.